Event description:
Patient reported receiving a blood glucose result of 120 mg/dl, while using the suspect device. Pt indicated, that based on this value, patient delivered 8u insulin, pt stated that, approximately two hours later, patient lost consciousness while driving, and crashed into a toll booth. Patient stated that emergency medical services were summoned, and that their blood glucose measured 29 mg/dl (using paramedics' blood glucose monitor), upon their arrival. Patient was transported to the hospital for additional treatment. According to patient, pt was given insulin intravenously, and released from the hospital the following day. Patient's current condition: "depressed and banged-up." Quality controls were not run on the system. Patient is unable to locate the suspect device, and will be unable to return it to the manufacturer for evaluation.